Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Pt's dob: (B)(6). UDI# (B)(4). Report source: foreign: reported event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was performed and no manufacturing deviations or anomalies were noted, however, there was one scrap identified at operation. Review of the complaint history identified three additional complaints associated with the item number and one complaint associated with the lot number. Without an opportunity to examine the device, the root cause could not be determined and the event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, "intraoperative or postoperative bone perforation or fracture". Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10345/10347/10348. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in the operative note that during the total knee arthroplasty on the right knee performed on (B)(6) 2016, a tibial plateau fracture occurred during the operation. No additional information is available at this time.